Event description:
The pt developed poor bone quantity in tooth location 31 and the doctor reported the fixture was loose after being implanted for over three weeks. The doctor indicated bone condition as contributing factors for implant removal.

Manufacturer narrative:
A review of manufacturing records for those lots did not reveal any problems. Lack of osseointegration is a known adverse effect for all dental implants as stated in our IFU. The overall success rate for dental implants is about 95% causes bone condition, pt oral hygiene, or pt behavior.